Manufacturer narrative:
The technician found the CPR pivot bracket was bent. The technician replaced the pivot bracket to repair the bed.

Event description:
Information received indicates the head section is drifting down when weight is applied.